Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 550:320:654:0000 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to the uim j12 not being fully inserted. The uim j12 was reseated to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.